Event description:
Boston scientific received information that this right ventricular lead was dislodged. The physician removed the lead and implanted a new lead as replacement. No adverse patient effects were reported. This report will be updated if additional information is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During visual inspection the returned stylet was found bent what occurred most likely due to mechanical forces applied during the surgery. Further analysis revealed coagulated blood along the stylet causing the inability to advance the stylet properly. These blood residuals were most likely introduced during the surgery. A new stylet intended for use with the lead could be properly inserted into and advanced within the lead¿s lumen. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were investigated. No peculiarities were found. The analysis of the returned lead did not reveal any sign of a material or manufacturing problem.